Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that during creation of the lasik flap in the right eye, there was vertical gas breakthrough, which resulted in an irregular cornea that could not be lifted in order to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: a review of the screenshot of the treatment report, the canal was not allowing the gas to vent. Reason was most probably a too short of a canal, though it is obviously a small cornea (diameter), causing a large applanation area, so the canal would have reached the sclera if extended further. However, as a result, fluid/gas created by the laser disruption was vented through the opening of the canal (also possible but not clearly visible: through a vertical gas breakthrough (vgb), right at the hinge position) and was pushed along the applanated area (contact area of the patient interface (pi)). This resulted in a bubble between pi and cornea which caused an uncut area underneath that bubble. In general, it is recommended to extend the canal to the end of the meniscus/end of applanation area. Decision not to lift the flap was correct, though the treatment should have been stopped the moment the bubble appeared. The influence of the laser system can be excluded to the greatest possible extent. A review of the log-file could not be done because the log-file for the day of the treatment is not available. Root cause: no technical root cause could be determined. Most probably root cause is a too short canal. Contributing factors are the thickness of the cornea, age of the patient, docking technique, dimensions of the channel where gas can escape, corneal scarring. A sterile infiltrate or a earlier keratitis (minor so even patient can´t remember) might have lead to a bowman dystrophy weakening in the bowman membrane and therefore vgb is more likely in this corneas. (B)(4).